Manufacturer narrative:
The pad-pak was first installed successfully on the 8th june 2009 and performed to specification up to the 30th august 2015. A fresh pad-pak was installed during this time. Multiple manual power ups of mainly ten minutes duration were recorded between the 6th-10th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.